Event description:
It was reported by service report that the head left siderail was stuck down, and would not latch in the upright position. There was no patient involvement, and no adverse consequences were reported.

Manufacturer narrative:
Result: head left siderail would not latch in the upright position.